Manufacturer narrative:
Previous examination of the returned devices finds nothing outward to suggest product error. A search of the complaint database found no additional related reports for the lot codes ymk79 and 1029359. A search of the complaint database finds additional reported incidents against lot code 1037987 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the femoral head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient revised for loosening. Update: new information was learned that this revision was because of a suspected infection and not loosening as originally reported. The devices had been implanted for approximately two years and therefore, this is a non-reportable event. Dor (B)(6) 2009. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, elevated cobalt and chromium levels and pseudotumor. Date of implant has been provided. A liner and head are now being reported to address these issues.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/18/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated synovitis and notching at the neck of the femur. The 4th product reported (unknown femoral head) is being changed to the cup. There were no mention of infection or loosening. No labs were given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No cup associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.